Event description:
It was reported that groshong PICC was placed on 08 feb and daily used for nutrition therapy. It was discovered disconnection on 25 feb. Patient was sent to operation room for removing the PICC which was entered the right heart. Additional information received 3/3/2023: according to user¿s feedback, the catheter could pass/enter the connector assembly smoothly without any issue in the past, but now, they need to rotate/screw the catheter to pass/enter the connector assembly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter migrating was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter and one assembled two-piece connector. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated and the following observations were made which were consistent with mishandling of the distal connector or improper connector assembly: an attempt to insert a non-complainant 4fr groshong nxt clearvue catheter into the distal connector piece failed. The catheter would pass through the clear strain relief sleeve but would not pass through the bore of the distal connector. The distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position. No segments of catheter were left behind inside the distal connector piece, which is what would be typical if the catheter had been assembled with the two-piece connector correctly would exhibit. Insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The product IFU contains instructions for proper product assembly and adherence to the instruction steps will avoid this type of event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported that groshong PICC was placed on 08 feb and daily used for nutrition therapy. It was discovered disconnection on 25 feb. Patient was sent to operation room for removing the PICC which was entered the right heart. Additional information received 3/3/2023: according to user¿s feedback, the catheter could pass/enter the connector assembly smoothly without any issue in the past, but now, they need to rotate/screw the catheter to pass/enter the connector assembly.